Event description:
Technician found bed located in maintenance area with tag stating "bed won't go into reverse trendelenburg".

Manufacturer narrative:
Technician adjusted limit switches in the trendelenburg box assembly and this resolved the issue.